Event description:
It was reported that pacemaker mediated tachycardia due to undersensing of the premature ventricular complexes occurred. Reprogramming of the device was performed and normal device function was restored.

Manufacturer narrative:
(B)(4).